Event description:
It was reported that the location pad of the carto rmt system dropped on the nurse's foot at the massachusetts general hosp. The nurse was reportedly taken to the emergency room, and was found to have injured soft tissue but had not broken any bones.

Manufacturer narrative:
During a routine audit of the complaint files, this complaint was discovered to have not been inadvertently submitted as an MDR. It was observed that the location pad holder became loose which caused the location pad to drop. The location pad base screws were reinforced with plastic apoxy. Moreover, a velcro strap was wound around the location pad and bed for additional support. This issue will continue to be monitored and the design team has already been notified of the event in order to correct the issue.